Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 65 months ago. Aneurysm and vessels morphology were not reports. It was reported that the pt developed an iliac aneurysm of unk size distal to the stent graft on the left side and no endoleaks were noted. The physician wanted to preserve the hypogastric on the left side and decided to implant a bifurcated stent such that the ipsilateral limb extending down the external iliac and for the gate to open in the internal iliac artery. After the bifurcated stent graft was implanted, the brachial approach was utilized; however, it was not possible to access the gate for placement of an I-cast stent. The decision was made to coil the hypogastric artery (see MFR #2953200-2010-01105). During the procedure, the decision was made to place an aortic cuff proximal to the original bifurcated stent graft as it was currently 15 mm below the renal artery, without the presence of an endoleak. This was done as a preventative measure. There was a good result of the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval results: (migration), (development of an aneurysm distal to the stent graft).